Event description:
It was reported that the customer is having problems with her insulin pump's alarm. Her insulin pump is set to vibrate and she reported that her pump was not vibrating. The customer was assisted in performing self test and the pump did not vibrate during self test. Blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken red wire. No audio anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a missing end cap sticker.